Event description:
It was reported the patient complained the scs system stimulation was bothersome and often turns the system off. The patient stated he would like a parasthesia-free system. Surgical intervention to replace the patient's scs ipg may be taken at a later time.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified the patient's scs ipg was replaced and stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.